Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
During a radiofrequency ablation procedure, the did not display potential information as expected and the tip of the sheath was punctured. Another catheter was used to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath had not been punctured. The sheath distal tip had been split, the vacuum relief hole had been stretched and the sheath tubing was bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath damage is consistent with damage during use.